Event description:
It was reported that this right ventricular (rv) lead had out of range shock lead impedance (sli) readings. The sli was measured around 126 ohms. Technical services discussed that the concern is when the delivered sli is greater than 145 ohms. Additionally, typically, measured sli is about 30-60 ohms higher than delivered sli. The patient was to be monitored. No adverse patient effects were reported. The product remains in service. If additional information is received, this report will be updated.